Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, the 840 ventilator, the gui (graphical user interface) reset twice on a patient. Although the ventilator continued to ventilate, the patient was removed from the ventilator and placed on an alternate ventilator, the patient was not harmed or injured as a result of the event. The covidien technical support engineer (tse) indicated the ventilator most likely needs a new gui cpu. The customer reported having replaced the graphical user interface (gui) printed circuit board (pcb) and the covidien service engineer uploaded the latest version of the operational software. The unit passed all testing and operates within the manufacturing specifications.